Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for remote follow up via merlin.net. A review of the transmission revealed right ventricular lead pacing impedance measurements that exceed the upper limit. No interventions were made, as the clinician elected to monitor. The patient was asymptomatic.